Manufacturer narrative:
Date of event: aware date used as event date is unknown.

Event description:
It was reported that device related thrombosis (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. A transesophageal echocardiogram (tee) revealed a drt. Previous tee did not show drt. The physician planned to begin anticoagulation medication for three months and then transition to dual antiplatelet therapy if the drt has resolved. No additional information is known.